Event description:
The procedure is unknown. Reportedly, the trocar balloon disengaged into patient's abdominal cavity. The balloon was retrieved with not adverse effect on pt. The physician's findings were the balloon ruptured inside the pt and completely detached. There was no pt injury.